Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient inserted the sensor into scar tissue. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. Labeling indicates: select sensor insertion site with care. Avoid: areas likely to be bumped, pushed or squeezed. Areas of skin with scarring, tattoos, or irritation. Injecting insulin within 3 inches of sensor. Placing an insulin pump infusion set within 3 inches of sensor. Inserting sensor in these areas may affect sensor glucose readings. Inaccurate sensor glucose readings may result in you missing a severe low or high blood glucose event or making a treatment decision that results in injury.